Event description:
It was reported that a patient underwent an endometrial thermal ablation procedure on (B)(6) 2012. The patient underwent a hysteroscopy prior to the procedure and the cavum was intact. A short time after the procedure was started, there was a sudden decline of pressure and temperature and the generator switched off. The surgeon ended the procedure. The patient had a stomach ache following the procedure. The surgeon opines that the patient's uterus ruptured or was perforated and there was evidence of a heat blister on the small bowel. On (B)(6) 2012, a different surgeon performed an abdominal hysterectomy and a small bowel resection. After the procedure, the patient still had a stomach ache, probably due to adhesions.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.